Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed evidence of short battery life with nine counts of voltage drop leading to call service alarm (177). On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Due to the blank display screen, investigation was not able to adequately investigate the alleged short battery life issue. The pump was opened for further investigation. Unrelated to the original complaint, the display screen was damaged (shattered). No intermittent condition was found to the printed circuit board. Investigation of the initial allegation was not possible because the pump was received in a condition that prevented such investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.